Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the sterility of the modular cable becoming compromised was not confirmed. Per the provided information, it was stated that the implanting center does not fully follow the pump implant procedures outlined in the instructions for use (IFU). It was also stated that the sterility of the modular cable became compromised during the implant procedure when a non-sterile staff member came in contact with the sterile equipment. As a result, the modular cable was replaced with a new modular cable that was sterile. Additional information provided communicated that the modular cable would not be returned for analysis. Although the reported event was not confirmed, per the provided information the root cause of the reported event was determined to be due to the proper procedures not being followed. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 8670066, was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use - section 5 ¿ ¿surgical procedures¿ describe how to properly unpack the modular cable and prepare it for use with the system controller. The heartmate 3 patient handbook - section 4 ¿ "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. The heartmate 3 patient handbook, rev. D, and the heartmate 3 instructions for use, rev. C, caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No additional information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that there was a breach in the sterile field during pump prep. The center had reportedly modified the instructions for use (IFU) for pump and controller prep to fit their protocols of sterility. Rather than using the backup controller for pump prep, the center elected to use the primary controller in order to have a fully sterile controller. In order to switch to the sterile controller after pump prep, the center would usually remove the modular cable from the pump prep controller and connect it to the fully sterile controller to be sent to the sterile field. In this instance, the modular cable was not transferred properly. The controller used for preparation was fully covered with a sterile towel with the modular cable still connected. The table containing the prep controller and modular cable became unsterile when it was moved to be broken down by non-sterile staff. The fully sterile controller was opened and sent to the sterile table without issue. A stand-alone sterile modular cable was retrieved from inventory and inserted into the fully sterile controller by a sterile staff member. It was noted that there were several new staff in the room being oriented. There were no patient consequences.